Manufacturer narrative:
The device was evaluated by the customer and it was determined that the screen was just dirty and needed to be cleaned. The device still worked as intended. The device remains at the customer's site and no further investigation is needed.

Event description:
It was reported the device had a stained display. There was no patient involvement.